Manufacturer narrative:
Updated fields - b4, d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. The fse disassembled the unit and replaced the f.o. Connector cable (0012-00-1562), and the tether assembly (0997-00-0596). Furthermore, on a later date the fse disassembled the unit and replaced lcd (0160-00-0127). Performed a full pm per manufacture specifications, unit has passed all test and calibrations and is now ready for clinical use.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit has a red vertical line on lcd. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.